Manufacturer narrative:
The insulin pump passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test. Critical pump error (open book image) not confirmed. No pump error 19 alarms noted during testing however, insulin pump error 19 alarm is found in the formatted history file. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 964 file number 23) due to a software error. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 (line number 1616 file number 32010) and pump error 3 alarms due to a software error. Insulin pump failed the self test due to no vibration caused by moisture damage on the electronic assembly. Audio/vibrate anomaly/absence of alarm confirmed. No pump error 63 alarms noted during testing and was not found in the formatted history file. Insulin pump error 63 not confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.